Event description:
It was reported that the patient experienced phrenic nerve stimulation. Device reprogramming did not resolve the issue. The left ventricular lead was capped and replaced. No phrenic nerve stimulation was noted during testing of the new lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.